Manufacturer narrative:
The device was evaluated by the returns department which found that the issue was not able to be duplicated. Motors calibrated and operated properly during bench test. Unable to test under load.

Event description:
The chair sped up and turned right and hit a wall.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The chair sped up and turned right and hit a wall.